Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having nasal irritation, sore throat, dry mouth. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged having nasal irritation, sore throat, dry mouth. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and air path, suggesting a source external to the device. There were mineral deposits on the inside of the blower box as well as on the blower motor. There are also signs that there was water ingress in the blower box. The device's downloaded event log was reviewed by the manufacturer and found error #193 err usb host no device was logged. The manufacturer concludes the device has dust/dirt contamination consistent with slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in (B)(4) there was no evidence of sound abatement foam degradation.